Event description:
The patient received scs system on (B)(6) 2011. It was reported that the patient had inadequate pain relief. The patient's ipg stimulation was not as strong as needed. The patient wanted the therapies to be reprogrammed. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.